Manufacturer narrative:
(B)(6). (B)(4).

Event description:
According to the reporter: during a lap inguinal hernia repair, there is a visible break or tear in the seal that prevents the balloon from inflating entirely to do the dissection. Continued the case without having the full dissection of the balloon. There was no patient injury or hazard. The current patient status is fine.

Manufacturer narrative:
Reference number: (B)(4). Post market vigilance (pmv) led an evaluation of one spacemaker¿ dissector system 10 mm - 12 mm. The seal was cut. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications. Replication of the observed seal damage may occur if the dissector balloon system is forcefully inserted into the cannula without the aid of lubricant or if the seal makes contact with an instrument. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.